Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer declined the troubleshooting. The customer was treated with the insulin pump and the manual injection. The customer stated that the infusion set cannula was bent. The customer stated that the product was not adhering and the issue was resolved by location change. The device will not be returned for the analysis.